Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. The device was tested on the bench and an anomalous component on the integrated circuit was found to be the cause of the premature battery depletion.

Event description:
It was reported that the device was explanted and replaced due to suspected premature battery depletion. There were no adverse consequences to the patient.